Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to have perforated the patient's tissue a few hours after its implant. As a result, the patient underwent a surgical revision in which the rv lead was repositioned. The lead remains in service. No additional adverse patient effects were reported.